Event description:
It was reported that the lead was explanted due to a non-specific malfunction. No further information is available.

Event description:
Additional information received indicated that the lead was explanted and replaced due to lead noise. Patient was in stable condition post-procedure.